Event description:
Event description guidant received information that the implantable cardioverter defibrillator (ICD) reached an eri (elective replacement indicator) battery status in 29 months. The physician is questioning the longevity of this device as the only therapy delivered was anti-tachy pacing (atp).